Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had rewind anomaly. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.